Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Four (4) days post initial procedure, a type iiia endoleak with partial component separation was detected. The physician plans re-intervene. As of date, there have been no additional patient sequelae reported. Additional information received per clinical evaluation refuting the reported type iiia endoleak; rather, a type ia endoleak, buckling of the suprarenal stent, type ii endoleak of the ima (inferior mesenteric arter), and a type ib endoleak of the rcia (right common iliac artery) were diagnosed. Also, a re-intervention was successfully completed on (B)(6) 2019, but the treatment details are unknown.

Manufacturer narrative:
The manufacturing lot review confirmed all devices met specifications prior to release. The devices were not returned as they remain implanted, and therefore no sample evaluation was completed. A clinical assessment was completed based on the received medical records. The reported type iiia endoleak was refuted. However, there was evidence (per 1-month post CT (computed tomography) scan) to reasonably suggest the following occurred that were not included in the event as reported: a type ia endoleak, stent buckling of the vela suprarenal device, type ii endoleak (ima), and a type ib endoleak (rcia). The stent buckling and type ia endoleak were most likely due to the sharp infrarenal neck angulation (65 degrees pre-implant, but requirement is less than or equal to 60 degrees); this is cautionary product use. The type ii endoleak was anatomy-related, and the type ib endoleak was related to the off-label nature of the vessel (diameter 32mm, but requirement is 10-23mm). The final patient status post re-intervention was not reported. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections to g1-2 contact office, h6 device code; remove 1399, h6 result code; remove 3233, h6 conclusion codes; remove 11 and 22.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Four (4) days post initial procedure, a type iiia endoleak with partial component separation was detected. The physician plans re-intervene. As of date, there have been no additional patient sequelae reported.